Manufacturer narrative:
MDR 2517506-2020-00248 was filed on 14-aug-2020. Additional information (19-aug-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. Investigation of the data showed that no instrument malfunctions occurred during the time the sample was processed. Data showed that the initial run for sample ID (sid) (B)(6) had an irregular sample aspiration occur. No other samples were shown to have an irregular aspiration. No product problem was identified. The instrument is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s) and was questioned. The same sample was processed on the same instrument on the same date and a lower result was obtained, considered correct and reported. A corrected report was issued. Due to the elevated tni result, the patient was admitted to the hospital for tni to be reprocessed and it resulted normal for this patient. There are no adverse health consequences due to the discordant tni result or the hospitalization.